Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set was unable to be disconnected from the transfer set. The event was further described as, "got stuck when disconnecting from the patient line." This was observed while disconnecting after peritoneal dialysis (pd) therapy. The patient had to cut the line to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.